Event description:
It was reported the patient was having a problems charging. It had been a few months, maybe longer. The patient was going to call back tomorrow for help when he has the patient programmer (pp) or recharger with him. The patient wondered if the device manufacturer turned his therapy off. It was reviewed with the reporter that the device manufacturer did not have remote access to the patient¿s devices to control them. The patient has tried changing the aaa batteries in the back of the pp and he has plugged the recharger into the electricity. Additional information received reported the patient's planned explant date was (B)(6) 2014. There was no alleged product issues reported on the leads or implantable neurostimulator (ins). It was unknown if symptoms or complications were associated with the event. The patient¿s status was noted to be alive with no injury at the time of the report. Additional information received reported the device was returned for disposal only. Additional information received reported the patient ¿had it removed¿ at the pain clinic by the physician on (B)(6) 2014. Additional information has been requested, but it was not available at the time of initial report.

Manufacturer narrative:
Final analysis of the stimulator revealed no significant anomalies. The battery had reduced capacity due to overdischarge. Final analysis of the lead (serial (B)(4)) revealed no significant anomalies. Final analysis of the lead (serial (B)(4)) revealed no significant anomalies.

Manufacturer narrative:
Concomitant medical products: product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2010, product type: lead; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.